Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that during a pump exchange (reported on MFR # 2916596-2013-00955), the system controller alarmed "controller fault", "call hospital" with a red heart alarm indicating low flows. The system controller was exchanged and the hospital received flow confirmation.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.